Event description:
Outbound. Patient reported having a headache. Also reports no disposable alarm on both pumps while using cadd 100 ml cassette lot number 4103163, amount remaining in cassette is not available. No further details provlded.